Event description:
Pt was found face down with head and one shoulder wedged between the mattress and the bolsters on the safe-t-care enclosure bed. Pt was unresponsive when pulled out. CPR was initiated, code was called. Carotid pulse returned during CPR. Pt transferred from rehab to the ICU for one day; then returned back to the rehab unit. No permanent damage identified.